Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the observations were consistent with the incomplete suture retrieval. Av reviewed the lot history record and there were no manufacturing nonconformities. Further assessment, per site operating procedures, was performed and concluded that the reported difficulty was related to incorrect location deployment and not related to manufacturing. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal interventional procedure. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported needle to cuff miss. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device, that will be addressed per internal operating procedures. Av determined that this is not a systemic issue and does not affect a larger population. Av will continue to trend the performance of these devices.